Event description:
It was reported that the pressure monitoring connection is not connected to unit and the knobs are broken off. No patient involvement was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted and deemed unrelated to the current customer reported reason. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the manometer luer disconnected, the opening for the luer has been rounded out, two small knobs are cracked and the other two are missing. The rotary flow valve rubs on the battery compartment. Internal inspection found a damaged wire on the piezo sensor. Functional testing was not performed due to damage. The root cause of the reported issue was found to be customer impact to the device and unknown damages to the opening for the luer. Replaced bottom chassis, manometer luer connection kit and 4 small knobs. For preventative maintenance: replaced demand valve assembly and damaged instruction label. Installed new MRI battery, sintered filter and o rings for the as well as reset patient pressure cycling led and adjusted peep control valve to tolerance. Device passed all functional testing.

Event description:
Additional information was received that confirmed the issue occurred during testing, and the date of event was provided.